Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown patella. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Swapped out poly due to wear and changed patella in the left knee.